Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad traces. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported button error alarm on the insulin pump. Customer stated that the insulin pump may have been exposed to sweat. Customer's current blood glucose reading is 167 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.